Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during jejunum/esophagus anastomosis in a total gastrectomy procedure, at the 4th firing, the reload advanced a little and firing operation stopped. After that, they opened another reload and the operation completed. There was no patient injury.